Manufacturer narrative:
Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and j1 connector on electrical board was not unlocked during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump keypad not working. The customer stated that the numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from a button. Customer reported that the insulin pump not exposed to a change in altitude. Customer observed monitor the time display and minutes was change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.